Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to elective replacement indicator (eri) and was unexpected longevity. Upon interrogation there was no battery charge. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.